Manufacturer narrative:
(B)(4) the customer returned one guidewire inside the arrow advancer for analysis. The advancer cap and the reported catheter were not returned. Signs of use in the form of biological material were observed on the guidewire. One kink was observed on the distal end of the guidewire. Microscopic examination confirmed both the distal and proximal welds were spherical and intact. The kink in the guidewire was located 51 mm from the distal tip. The overall length of the guidewire measured 602 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured .790 mm, which is within the specification limits of .788 mm - .826 mm per the guidewire product drawing. Per the IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was inserted through a lab inventory 16 ga catheter. The guidewire passed with no resistance. A manual tug test confirmed both the proximal and distal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)" and "do not apply excessive force in placing or removing catheter or guidewire." The report of guidewire damage could not be confirmed through complaint investigation. The customer returned one guidewire for analysis with evidence of a kink; however, the customer did not return the reported catheter. A device history record review was performed, and no relevant findings were identified. The guidewire passed all relevant dimensional and functional requirements. Based on the customer description and without the reported catheter, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user felt it difficult to insert the catheter over the swg because of resistance during the procedure. Therefore, the catheter and the swg were removed and replaced with a new kit to complete the procedure. No injury to the patient occurred. The user guessed that a part of the swg might have been thickened. Neither the swg nor the catheter were kinked or damaged." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the user felt it difficult to insert the catheter over the swg because of resistance during the procedure. Therefore, the catheter and the swg were removed and replaced with a new kit to complete the procedure. No injury to the patient occurred. The user guessed that a part of the swg might have been thickened. Neither the swg nor the catheter were kinked or damaged." There was no medical intervention required. The patient's current condition is reported as "fine".